Event description:
While inserting a #24 intima catheter, the stylet would not loosen to remove. Rptr tried with increasing gentle pressure, without success. Rptr removed the entire catheter and restarted the line with another intima without problem. The stylet finally budged after repeated attempts.